Event description:
On (B)(6) 2012, the reporter contacted animas alleging that patient is programming the bolus doses via ezcarb and the meter remote, and that they are being administered. However, the pump history is not recording the bolus doses from midday and early evening today. The patient is on a backup plan. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged pump history malfunction remains unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation was unable to verify or duplicate reported history issue of the pump not recording bolus doses. The meter was not returned with the pump for investigation and the pump was successfully paired with a test meter. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history.